Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date; UDI:(B)(4) ; ubd: 2022-02-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that since july of this year the patient has had a lack of therapy results. The doctor stated that on july 16 the patient had an unsuccessful catheter access port (cap) study (unable to aspirate) and the doctor stated the hcp did an indium study and that showed no indium in the intrathecal space. The doctor stated there had been no volume discrepancies at refill and today she stated she was 1 cc less than expected.